Event description:
Severe eye pain/burning. Used new bottle of clear care 3 percent hydrogen peroxide contact lens cleaning solution with safety seal intact; followed instructions exactly. Have used this brand and product before with no complications. Experienced severe eye redness, pain, and burning after putting lens in eye. Appears as if solution did not neutralize; either a problem with the solution of the lens case included in box, possibly? Tried product a second time and experienced same problem. Retaining product if needed for further investigation. Frequency: at bedtime. Did the problem stop after the person reduced the dose or stopped taking or using the product: yes. Did the problem return if the person started taking or using the product again: yes.